Manufacturer narrative:
(B)(4). Although the customer reported the product would be returned, it has not been received. A follow up report will be submitted with evaluation results should the product be received for investigation.

Event description:
The customer reported the product leaked at the connection of the filter with the distal tubing. There was no report of pt harm. Medical intervention was not required. Although requested, no further pt or event information was provided.